Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. According to the patient, on (B)(6) 2023, before going to the hospital for pregnancy-related reasons, she started feeling dizzy. The patient's cgm was reading 80 mg/dl during this time, while a comparative fingerstick measurement read 45 mg/dl. The blood glucose value of 45 mg/dl was not confirmed by a second measurement. After the discrepancy was observed, the patient went to the hospital where she was treated with unspecified IV medication. The patient was back at home and doing fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.